Manufacturer narrative:
The affected device was provided to the draeger medical repair center for investigation. Analysis of the log entries from the date of event revealed two error codes indicating a problem with either the blower unit or internal cables. Testing of the device did not reveal any technical malfunction though, and the reported issue could not be reproduced. Based on the investigation results it is likely that a cable contact problem at the rotation speed measurement of the blower unit led to interference of the speed measurement. The device detected the deviation as specified, generated an alarm and initiated a restart in an attempt to solve the problem. By checking the cables after the event the issue was fixed. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the carina started rebooting during transport. Patient was placed on vent and when they arrived at the ambulance the device came up with a "boot up failure" and then started to reboot itself over and over. When the hospital's biomed tested the device on 11-13-17 it booted fine and he has not been able to reproduce the problem.